Manufacturer narrative:
The guide wire was received for analysis with the fractured spring tip engaged in a snare device. The proximal core wire fracture site was observed to be damaged and deformed. There was no other damage observed with the guide wire. Scanning electron microscopy was performed at the fracture site and showed evidence of torsional forces. At the conclusion of the device analysis investigation, the reported wire fracture was confirmed. However, the root cause of the fracture could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During an attempt to cross the target lesion in the peroneal using a crossing catheter and peripheral viperwire guide wire, the tip of the wire fractured. The wire fragment was retrieved with a snare and the wire was replaced to perform orbital atherectomy treatment and complete the procedure.